Event description:
It was reported that this right atrial (ra) lead exhibited elevated thresholds and loss of capture. As a result, health care professional (hcp) decided to turn off pacing and beta blockers were adjusted to increase the patient's brady rate. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
Correction: b1/b2 and h1.

Event description:
It was reported that this right atrial (ra) lead exhibited elevated thresholds and loss of capture. As a result, health care professional (hcp) decided to turn off pacing and beta blockers were adjusted to increase the patient's brady rate. No adverse patient effects were reported. This ra lead remains in service. Additional information was received that this patient underwent a non-conditional magnetic resonance imaging (MRI) scan. It was noted that brady pacing remains off. No adverse patient effects were reported. This ra lead remains in service.